Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "airway pressure sensing failure -1052" and "compressor fault 3001" error messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. An internal inspection found no discrepancies. The smart pneumatic module board was replaced as a precaution and scrapped. The device was recertified and returned to the customer. No accessories involved, including the wye circuit, were returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.